Event description:
The consumer and manufacturer representative reported that the patient experienced a loss or change of therapy in 2016. The patient thought it maybe started in late (B)(6) or early (B)(6) 2016. The patient had the test and when they first got it, the device completely helped. Now the patient had leaking and had to push to go to the bathroom. The patient had to self-catheterize twice daily now and had to use pessary as a substitute for the sling. The patient was now wearing diapers. When the patient talked to the manufacturer representative, they were told to turn the device off for a while and then turn it on, but not go past 1.5v and try the different programs. None of the programs had worked. The patient had a new health care provider (hcp) who wasn't familiar with the device and wanted a manufacturer representative to come to the office and check the device and leads. The manufacturer representative would call the patient. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.